Event description:
This is a proactive report, no adverse events occurred. A device displayed no articulation upon initial use of the device due to a rivet application error. It was reported by a sales representative, the operating room staff was not observed using the IFU or performing a device pre-test as is indicated in the IFU. If this had been performed, the problem would have been identified prior to use. There were no adverse effects to the patient.

Manufacturer narrative:
Upon investigation, it was also found that the fixture revision used to manufacture the device was the root cause of the rivet application error. This was corrected. All product manufactured with this fixture revision was withdrawn.